Manufacturer narrative:
Device investigation details: a picture was provided by the customer to aid in the product investigation. The picture was evaluated following biosense webster's procedures. According to pictures provided by the customer, the shaft was observed broken near to the handle transition, also, internal components were exposed; however, the photo does not provided sufficient information related to the force issue reported by the customer and therefore no results can be obtained from it. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the catheter broke exposing internal wires/components. It was reported there was a problem with the force during the operation. It was also reported there was damage that resulted in exposed wired and internal components. No damaged or sharp rings and there was no resistance during the insertion or removal of the catheter. It was not pre-shaped. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
It was reported that a patient underwent a ventricular tachycardia ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the catheter broke exposing internal wires/components. It was reported there was a problem with the force during the operation. It was also reported there was damage that resulted in exposed wired and internal components. No damaged or sharp rings and there was no resistance during the insertion or removal of the catheter. It was not pre-shaped. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to biosense webster inc (bwi) on 22-mar-2023 for evaluation and the evaluation has been completed. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed that the shaft was observed broken near to the handle transition, also, internal components were exposed. The damage observed could be related to the manipulation or an excessive force on the device during the procedure, however, this cannot be conclusively determined. The device was connected to carto 3 system, and it was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the proximal side. The wires exposed could be directly related to error 106 reported by the customer. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07)/investigation conclusions: cause not established (d15)/component code: rod/shaft (g04112) were selected as related to the issue of broken catheter shaft exposing internal wires/components. Investigation findings: open circuit (c0205)/investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the error 106 that appeared on the system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).